Event description:
Customer called to report a cartridge chemistry (cc) reagent probe a leak on the synchron lx clinical systems, model lx20. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to check for leaks and bubbles in the cc sample and reagent probes, as well as the syringe assembly. Customer then found bubbles leaking from the top of the cc reagent probe a, which occurred because the fitting was loose. The cts then advised customer to tighten the syringe, and through further troubleshooting, customer found no further leaking of the diluted wash concentrate reagent from the probe. Therefore, the troubleshooting effectively resolved the leak issue. Customer stated that neither patients nor instrument operators were harmed or affected by the leak.

Manufacturer narrative:
(B)(4).